Event description:
Boston scientific crm received information that this pt's daughter contacted medical records on september 4, 2009, to report that this pt expired approx three months prior. This caller stated that two days following the pt's death, another daughter was advised by the physician that the device had been tested during surgery, however, the device could not be fully tested and the physician believes the device "never worked". To date, the device has not been returned to boston scientific's post market quality assurance laboratory for testing.

Manufacturer narrative:
A request for device status, device retrieval and additional information has been made to the local representative. Subsequently, boston scientific crm received information from the local representative on september 10, 2009, that he was not aware of any allegations or complaints from the physician or the family. The disposition of the device was not known. The local representative reported that he had a call-in to the clinic for additional information, but believes the pt expired out-of hospital. As he recalls, the device was tested during the procedure, however, he does not believe any induction testing was performed as the pt was in atrial fibrillation and was not adequately anticoagulated. Lead diagnostic tests were performed prior to discharge and the local representative does not believe any issues were identified. Subsequently, the local representative contacted event analysis via telephone on september 14, 2009, to report that he had spoken with the physician, and there were no allegations or complaints against the device's operation or functionality. The pt's cardiac status was poor and the physician does not believe the device caused or contributed to the pt's death. The device or memory disk will not be returned.